Event description:
Customer said, the head hilow will not move.

Manufacturer narrative:
Technician found the head hi/lo cylinder won't raise up. Technician replaced both head hi/lo up/down valves to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.